Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned, and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set disconnected from the plastic pd catheter adapter (non-baxter) which resulted in a leak. This occurred while in use on a pediatric patient for peritoneal dialysis (pd) therapy. The transfer set, and adapter were replaced. There was no patient injury, or medical intervention associated with this event. No additional information is available.